Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7072036.

Event description:
It was reported that the patient experienced an unknown problem related to anesthesia during a lead implant procedure. The implant procedure was aborted.